Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32425. It was reported that following a lead implant procedure on (B)(6) 2020, the patient experienced severe pain from the knee down to the big toe. The physician reported having trouble with the lead during the case, and a nerve root may have been touched. As a result, surgery occurred on (B)(6) 2020 to explant the leads, which addressed the issue.